Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on the device and all alarms come on. Removed back cover for further investigation. Found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. The root cause of the reported issue was design. Actions were taken to mitigate the reported issue: replaced return tube and print circuit board.

Event description:
It was reported that device was leaking water at return tube and possible water damage on print circuit board. No patient injury was reported.